Event description:
The customer reported elevated troponin I (access accutnl+3) patient results involving the unicel dxc 600i synchron access clinical system. The customer stated the elevated results were not released from the laboratory. There was no patient impact associated with this event. The customer noted quality control (qc) was within specification. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) inspected the wash pump and noted the wash pump had a cracked mounting acrylic block and general wear. The fse replaced the wash pump and resolved the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the worn wash pump.